Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.